Event description:
Defective sensing lead of implantable cardioverter defibrillator system, at anchor sleeve in left subclavian area. Pt had been getting inappropriate shocks from his implantable cardioverter defibrillator related to sensing problem.